Event description:
The device was removed due to a "leak at the connector(s)".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 10/7/86 and revised on 8/15/96 because it "leaked at connectors." In the received information the physician stated that leakage was noted in the "r cylinder exit tubing." The physician further stated that the tubing was not kinked or twisted, that the tubing lengths were neither excessive nor inadequate and that also the device was not in a position that would have cause stress(s). The physician also stated that there was no information apparent in the pt's history that would have contributed to this occurrence and that the device was not in contact with sharp instrumentation during the explant procedure. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and procluded from commenting on the condition of the prothesis. Should the explanted device become available, or additional information be received, qa will re-evaluate this complaiant in accordance to procedures.